Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system (sds) was unable to cross the lesion. Access was obtained via the femoral artery. The 86% stenosed, 3.0x28mm, denovo and concentric target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x15mm unspecified balloon, reducing the lesion to 78% stenosis. The 3.00x28mm promus element stent was advanced to the lesion, but was unable to cross the lad. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the returned device identified mid stent damage. Two rows each have one strut raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).